Manufacturer narrative:
Correction: h6 codes - product not returned for analysis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28013. It was reported that the patient was presented to the hospital with an infection. The right ventricular (rv) lead was noted to have vegetation. The pacemaker and rv lead were explanted. The patient was in stable condition.